Event description:
A (B)(6) female patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair and the procedure was conducted as labeled. (Diameter of the aneurysm: 41mm, diameter of cia: 18mm, diameter of the access route: 8.5mm). The physician confirmed that a left iliac leg occluded a left iia during the implantation procedure of the left iliac leg. He attempted to push up the leg with the delivery sheath, but failed. The location of the placed left iliac leg could not be modified. There have been no patient outcome reported.

Manufacturer narrative:
(B)(4) - addressed in the IFU. (B)(4) - occlusion is addressed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is inaccurate deployment. This failure mode was determined based on the provided event description as well as the physicians' comments: "it was caused by a measurement error. It seems that angles of x-ray were not accurate enough." No additional actions required at this time. The risk is insufficient per quality engineering risk assessment. We will continue to monitor for similar complaints.